Event description:
Report received from abbott international affiliate (abbott-canada) which states, "the tubing separated from the filter. There is no other clinical information." Although requested, no additional information including patient status has become available.